Manufacturer narrative:
H6: investigation summary: multiple photos were provided to our quality team for investigation. There is no photos displaying any issue with the packaging. A review of the device history was performed for lot 2302057, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected no issues with the packaging was found. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a failure or root related to the packaging.

Event description:
It was reported while using bd plastipak¿ syringes there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: these syringes that come to us are of terrible quality. Not only are they hard to open because they crumble and tear the paper, and they are terribly torn and have protruding patches and plastic shards. There is no indication of the factor to put one or several syringes aside. Applications must be so sterile and here such poor quality syringes. It cannot be delivered in this condition. These plastic shavings are difficult to capture, but I think you can see them quite well in the attached photos. In addition, the syringes are crooked. The scale of damage is very large, almost every second piece from the packaging ends up in the trash.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: these syringes that come to us are of terrible quality. Not only are they hard to open because they crumble and tear the paper, and they are terribly torn and have protruding patches and plastic shards. There is no indication of the factor to put one or several syringes aside. Applications must be so sterile and here such poor quality syringes. It cannot be delivered in this condition. These plastic shavings are difficult to capture, but I think you can see them quite well in the attached photos. In addition, the syringes are crooked. The scale of damage is very large, almost every second piece from the packaging ends up in the trash.